Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿battery: medical device: battery/ (B)(4)/ model #: 1650 / expiration date: 2017-mar-31, UDI #: (B)(4). Device available for evaluation: yes, return date: 2018-mar-2018. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Devicemfg date: 2016-mar-31. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller (B)(4) and battery (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(4) revealed that the battery passed functional testing, but visual inspection revealed indentations of the controller pins on the connector housing. This is an additional observation not related to the reported event and is likely due to improper handling of the device. Failure analysis of the returned controller revealed damaged pins on power port 1 of the controller during visual inspection. The bent pins did not allow a battery to properly connect to a controller. As a result, the reported event was confirmed. Visual inspection also revealed cracks around the connector at controller power port 2. This is an additional observation not related to the reported event. The most likely root cause of the reported bent pin event can be attributed to a misalignment between the power port and battery output connector. Bent pins on controller 2.0 are currently being investigated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the patient was in hospital for an adverse event from previous week. It was stated that the controller had bent pins and that the device was not dropped. There were also no events associated with any controller alarms or pump stops. Batteries were requested from the site, but it was stated that they were not able to tell you which batteries were in place when the damage to the pins occurred. It was stated that the controller was returned to manufacturer on 2017-12-15. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The 2.0 controller failed external visual inspection as result of damaged pins on port 1. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: battery/ (B)(4). Product event summary: the battery failed visual inspection but passed functional testing. During visual inspection it was found that there were indentations of the controller pins on the connector housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, (con310693), and battery (bat317244) were returned for evaluation. Various analyses were con ducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of bat317244 revealed that the battery passed functional testing, but visual inspection revealed indentations of the controller pins on the connector housing. This is an additional observation not related to the reported event and is likely due to improper handling of the device. Failure analysis of the returned controller revealed damaged pins on power port 1 of the controller during visual inspection. The bent pins did not allow a battery to properly connect to a controller. As a result, the reported event was confirmed. Visual inspection also revealed a hairline crack around power port 2. An internal visual inspection did not reveal fluid ingress. This is an additional observation not related to the reported event. Based on an investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The most likely root cause of the reported bent pin event can be attributed to a misalignment between the power port and battery output connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.